Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal insulation abrasion were noted at 11.2-13.7cm and 11.8-14.6cm from the helix. Internal insulation abrasion was noted at 7.9-9.7cm from the helix. The etfe coating was intact at these locations.